Event description:
It was reported that the patient had 7 breakthrough seizures during the week of (B)(6) 2015. The seizures were characterized as being very brief 10-20 seconds shaking, and then the patient would quickly return to baseline. The patient's caregiver was concerned that the breakthrough seizures were due to vns battery depletion. The patient reportedly began wetting the bed as well. Additional information was received that the patient had about 20% battery capacity remaining, and the physician's office decided to refer the patient for replacement surgery. It was reported that the patient's generator showed ifi=yes on (B)(6) 2015. The patient then underwent generator replacement surgery on (B)(6) 2015. The explanted generator has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer for analysis. Analysis that the pulse generator performed according to functional specifications. The battery, 2.790 volts as measured during completion of the final electrical test, shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator. No additional information has been received to date.